Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set tubing leakage at the infusion site on (B)(6) 2026, used for less than six hours, which led to a high blood glucose level and was treated with a correction bolus via pump and a multiple daily injection.